Event description:
It was reported the multifocal intraocular lens (iol), model dxr00v was explanted from the patient's operative eye. The reason for explant was not specified. No further information is available.

Manufacturer narrative:
Additional information: sections a-2 patient age/date of birth, a-4 patient weight, and a-5 patient ethnicity and race: unknown/asked information unavailable. Section b-3: date of event: exact date is unknown/not provided. Best estimate date is on or after (B)(6) 2023. Section d-6b date explanted: unknown, the best estimate is after (B)(6) 2023. Section h3-other (81): the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. An attempt was made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Correction: further information was provided reporting the iol was explanted from the patient's ocular sinister (left eye). Patient information was obtained and the following fields were updated accordingly: section a-2 patient age/date of birth: (B)(6) 1948. Section a-3 patient gender: female - previously reported as no information. Section a-4 patient weight: 105lbs. Section a-5 patient ethnicity: not hispanic/latino section a-5 patient race: white ocular sinister (left eye). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.